Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Event description: needle blocked.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown batch no: unknown event description: ¿ needle blocked

Manufacturer narrative:
H6: investigation summary customer returned (1) used 31gx8mm bd pen needle without a tear drop label, cover, or inner shield attached. Consumer reported needle blocked. The returned sample was examined, then tested for flow: the pen needle was not able to expel properly. A wire test was then performed on the sample, however, the wire was unable to make it through the length of the cannula because of a hard material inside the cannula. This material is likely adhesive residue, which would be the cause of the clog, and would have occurred during the manufacturing process. Unable to perform DHR review due to unknown lot number for clog. The probable root causes for this issue are: 1) misadjustment of the adhesive nozzle 2) flow on adhesive nozzle is set too high. H3 other text : see h.10.